Event description:
Rptr experienced headaches, tired all the time, backaches, leg stiffness, myalgias, body aches, left breast pain, tingling and firmness, right breast lumpiness, capsular contractures, left breast swelling, allergy symptoms, kidney infections, suspect implant leakage, arthritis symptoms of legs, arms, hips, fingers, knees (pain), muscle fatigue and swelling in hands and feet, intermittent rashes, hair loss, cold hands, weight loss on and off, left implant seems dislocated and dimpled.